Event description:
This catheter was being utilized for a diagnostic cardiology procedure when air bubbles were noticed in the injector and a hole was found in the catheter shaft near the strain relief. There was no reported injury to the pt.